Event description:
It was reported that surgeon revised patient's left hip due to poly wear.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown system 12 hooded liner. An event regarding wear involving an unknown liner was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review was not performed as the lot ID is unknown. Complaint history review could not be performed the lot ID is unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.